Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Medwatch report (B)(4) states: patient underwent a bone marrow biopsy. During the aspirate portion of the procedure it was reported that the jamshidi, the needle used to perform the biopsy, was inserted. After that the introducer was attempted to be removed. Reportedly, the blue handle fell off and the provider removed the introducer by manually pulling at the end. Reportedly, the procedure continued with the retrieval of the core biopsy of bone marrow and the marrow acquisition cradle was inserted. Upon removal of the jamshidi and cradle, it was noted that the tip of the cradle was twisted and loose. The procedure was reportedly completed without patient harm. Multiple attempts have been made to gather additional information with no success.

Manufacturer narrative:
(B)(4) follow up emdr submission for device evaluation. No sample was provided for analysis. There were no issues found on the DHR for this lot (0001033070). Since no sample was provided for analysis and no issues were identified for reported lot number, the investigation was not able to identify a probable root cause for the reported failure mode. Since a probable root cause was not identified, the investigation was not able to identify any corrective or preventive actions for this complaint. The complaint will be added to the complaint management system and will be tracked/trended for future occurrences.